Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose. Blood glucose at the time of the incident was 282 mg/dl and 414 mg/dl at the time of the call. The customer treated with insulin pen. The customer stated she had changed the infusion set and did not recall if the cannula was bent. During troubleshooting, the customer declined to check for set, site or insulin issues, check the settings and perform the high pressure test. It was advised to monitor her blood glucose levels. The insulin pump will not be returned for analysis.